Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Patient was implanted with three resorbable anchors, item number 905942. It is unknown which anchor involves the cyst. Lot number: 977200, expiry date: may 31, 2017, manufacturing date: june 1, 2012; lot number: 977220, expiry date: may 31, 2017, manufacturing date: june 4, 2012; lot number: unknown, expiry date: unknown, manufacturing date: unknown.

Event description:
It was reported patient underwent a rotator cuff procedure on an unknown date. Subsequently, patient developed a cyst around one of the resorbable anchors.